Event description:
It was reported that a patient experienced noise on their right ventricular lead. On (B)(6) 2021, the lead was explanted and replaced. The patient was stable prior to the procedure. No other information has been provided.

Event description:
New information notes that the right ventricular lead noise resulted in oversensing. The patient was also confirmed to have been stable after the procedure.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage to the inner insulation in multiple locations. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.